Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent system electronic instructions for use as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however the reported treatments appear to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the circumflex coronary artery that was mildly tortuous and mildly calcified. The lesion was pre-dilated and a xience xpedition 3 x 33 mm stent was implanted. Post-angiography revealed a dissection at the proximal edge of the stent. Another stent was used as treatment. There was no clinically significant delay in the procedure. No additional information was provided.